Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report received from the cryolife representative, dr. (B)(6) attended a course run by dr. (B)(6) where dr. (B)(6) described how he no longer uses bioglue as he had seen several times where bioglue had eroded through suture lines on freestyle valves and caused dehiscence. No other details were provided. Attempts were made to obtain additional information; however, all attempts were unsuccessful. A review was performed of the available information. Based on the information available at the time of this report, it is not possible to definitively determine the cause of the events described by the surgeon. Bioglue has been used for over a decade with all types of suture with no confirmed reports of suture erosion caused by bioglue. Examination of previously explanted tissue in which bioglue has been used in conjunction with polypropylene sutures showed no evidence of suture degradation. Bioglue is indicated for use as an adjunct to surgical sutures. Furthermore, adverse events associated with medtronic's freestyle valve (suture line dehiscence, pseudoaneurysm, suture line rupture, etc.) Are documented within literature. Although the root cause of the reported event is unknown, it is unlikely that the suture dehiscence was a direct result of bioglue.

Event description:
According to the report received from the cryolife representative, dr. (B)(6) attended a course run by dr. (B)(6) where dr. (B)(6) described how he no longer uses bioglue as he had seen several times where bioglue had eroded through suture lines on freestyle valves and caused dehiscence. No other details were provided.

Event description:
According to the report received from the cryolife representative, dr. (B)(6) attended a course run by dr. (B)(6) where dr. Described how he no longer uses bioglue as he had seen several times where bioglue had eroded through suture lines on freestyle valves and caused dehiscence. No other details were provided.